Manufacturer narrative:
The customer still did not return the suspect strips. The meter was returned. The meter was tested and it was compared to a retention meter and masterlot of strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages occurred. The returned and the retention material met the specification. A specific root cause for the event could not be determined. The customer did not return the strips for this case.

Event description:
The customer reported obtaining a result of 7.1 inr using an unknown lot of strips on his coaguchek xs meter (serial number (B)(4)). He obtained this result minutes before calling for assistance. It was determined that he handled the strips with wet hands. A new test was done using a new finger. The result this time was 2.9 inr. The strip for this result was from a new vial of strips (lot number 20078221). There was no treatment or change in medication based on either result. The customer's therapeutic range is 2-3 inr. The customer's condition at the time of the report was good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. However, since the strip used to obtain the 7.1 inr was the last strip in the vial and the vial has been discarded, the customer will not be returning the strips. Refer to the medwatch with patient identifier (B)(6) for the additional strips involved in this event.